Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample was provided. DHR was performed and there was no documentation for this type of defect during the entire production run of this batch. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10.

Event description:
It has been reported that one bd¿ pre-filled normal saline syringe has been found experiencing leakage before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was preparing to seal the tube for the patient, the newly opened package of the flush, the plunger rod loosen and fell off, the liquid leaked out, and it could not be used. Replaced the new washer immediately without any adverse effect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ pre-filled normal saline syringe has been found experiencing leakage before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was preparing to seal the tube for the patient, the newly opened package of the flush, the plunger rod loosen and fell off, the liquid leaked out, and it could not be used. Replaced the new washer immediately without any adverse effect